Event description:
It was reported that at the time of an implant procedure, the physician had found that the edge of the "octad adapta" (extension) was protruding from the plastic lid. The inner seal of the packaging was intact, however, the physician decided to proceed with another device of the same model. The device, in regards to the packaging issue, had not been implanted in a patient.

Manufacturer narrative:
(B)(4). Analysis of device model 37081 (B)(4), revealed that one corner of the inner lid had loosened from the inner tray allowing the connector of the extension to protrude between them. The sterile seal of the outer tray was still intact.